Manufacturer narrative:
G4:29jan2021. B4:01feb2021. The field service engineer (fse) confirmed battery was more than 5years and the alarm indicated a depleted battery. Fse replaced the battery to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24jul2020.

Event description:
The customer reported depleted battery. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.